Event description:
On (B)(6) 2014 seen in clinic with redness and swelling at insertion site. Cardiology group has seen similar outcomes in other patients since switching to device including at other facilities with privileges.